Event description:
It was reported that during routine follow-up, the pulse generator was found to be in backup mode. After a software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.